Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating the speaker assembly needed to be replaced. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Through communication with the philips authorized distributor, it was confirmed that the x3 reported a speaker fault and the speaker did not make any sound. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker assembly. The issue was resolved by replacing the speaker and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.